Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro device, it was difficult to see through the dissection tip. The vision was extremely blurry when dissecting the vein. The scope was changed; however, the problem continued. A replacement kit was opened, the conical tip was replaced, and the image was clear. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).